Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch 1320894-2008-00089. The device is being returned to manufacturer, however, has not been received to date. When device is received and a quality engineering evaluation is completed, a supplemental report will be filed.

Event description:
It was reported during total laparoscopic hysterectomy "on removal of vcare, the balloon became detached as did the cervical and vaginal cups." It also was reported that there was not patient injury.